Event description:
The customer reported being treated twice by the paramedics for low blood glucose. The blood glucose reading was 31mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. The units remained in the status screen almost matched to the amount of insulin left in the reservoir. The device was accounting for the insulin used accurately in the daily totals. Ran a displacement test and the device passed the test. The customer reported having cold about a month ago, and has been under stress. It was stated that the basal was changed to reduce the amount of insulin delivered due to the low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.